Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 400 mg/dl. The customer stated that she was suffering from a lot of stress. The customer also stated that the cannula of the infusion set was bent, which she thinks caused the event. The customer stated that she will call back to perform troubleshooting. Nothing further was reported.